Manufacturer narrative:
The events of varied injuries are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Patient representative reported the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. Device has been explanted. This record is for an unknown side.